Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted when the catheter was inserted after insertion into the body. The air was noted on side port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further reported that a pressure bag was used for the irrigation of sheath. The guidewire was approximately 5cm out from the distal end of farawave. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted when the catheter was inserted after insertion into the body. The air was noted on side port. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.